Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio- control investigation found the device unable to deliver defibrillation therapy and illuminated the "call service" message. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of the reported issue to be a failure of an ic chip, designator u8.